Event description:
On (B)(4) 2012 customer reported that the dxc 600 pro instrument generated low chloride (cl) results on 7 patient samples. Results were reported out of the lab. When the nursing home questioned the results, the samples were repeated and the reports amended. Treatment was not initiated or withheld based upon the original results reported. Quality control prior to the event was within lab-established ranges, but on the low side of the range. Field service engineer (fse) inspected the instrument and found a torn electrolyte injection cup (eic) valve and a dirty co2 port. Fse cleaned the flowcell and replaced the valve and syringe. This resolved the issue.